Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation experienced a door not fully latched with an insert clamp alarm corresponding with the reported system of "door not fully latched alarm" caused by a loose upper link screw. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The screws were replaced during the repair process.

Event description:
It was reported that a pump displayed door not fully latched message. It was also reported there was no pt injury.